Event description:
This pt experienced a distal embolization, accompanied by st depression, immediatley following implanation of a cypher stent in the distal right coronary artery (rca). This was treated with IV nicorandil and embolectomy. This pt was admitted to the hosp with a chief complaint of angina. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed a 68%, de novo eccentric tubular, b2-type lesio in the distal rca. A bolus of 10,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The distal rca lesion was predilated with a 2.5 x 20mm balloon inflated to 12 atms. A 2.5 x 23mm cypher stent was deployed to 16 atms with suboptimal results. Shortly after stent deployment, st depressions were noted in leads v1-v4. Angiography revealed a distal embolization of the rca. The pt was given a dose of nicorandil via IV, (note: nicorandil is a hybrid compound consisting of an adenosine triphosphate-sensitive potassium channel opener and a nitric oxide donor) and the embolus was successfully recovered. The stent was not post-dilated following this event. Residual stenosis was reported to be 20.6%, with timi 3 flow noted throughout the stented segment. The pt was discharged after seven days with no complaints of chest pain. Pt was prescribed an antiplatelet regimen of aspirin and ticlid. Stent note is not distributed in the us; however, it is similar to us product.